Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
It was reported that during arcr the hook of the device did not retract and it broke when the surgeon pulled it without excessive tension after grasping a suture. It was also reported that they managed to remove the broken piece and no piece was left in the patient's body although it pierced the rotator cuff. The surgery was completed with a 30-minute delay.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms that a piece of the suture grasper wire has broken off. It is unknown how this piece could have broken off. If the device came in contact with a sharp object or hit something hard could be potential causes of this failure. No further information was provided to determine if the above mentioned factors contributed to this failure. Also the device button moved from the close to slip positions but not to the open position. The grasping wires did not move when the button was moved. It is also unknown at this time what caused the user to experience this failure. This complaint can be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. A root cause for the reported failure cannot be discerned. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.